Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer stated that pump went off and saw low battery. Customer stated that there was lot of rise and low alerts and power loss. Insert battery alarm is displayed before inserting new battery an self test passed. The device will not be returned for analysis.